Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was turned off after swimming. Customer noticed crack and they did hear fluid when shaking the insulin pump. Customer also stated that they saw fluid under the liquid crystal display. Customer was assisted with troubleshooting and found crack on the back by clip up to battery. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Pump booted up once installing an aa battery, no blank display was noted. Displacement test unable to be performed due to receiving pump error 38 during rewind process. The pump failed the sleep current test but passed the active current test. Pump failed the self test and triggered pump error 75 during test. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Fault error 58 failedbatttest confirmed on 11/07/2022 at 21:45:00.000, 11/07/2022 at 21:45:20.000, 11/07/2022 at 21:45:26.000, 11/07/2022 at 21:45:40.000, and 11/07/2022 at 21:45:45.000. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case at corner of belt clip rails, cracked battery tube case, serial number label faded, keypad overlay texture damage, and corroded battery tube. Pump was cut open and moisture damage confirmed at pcba 1, pcba 2, force sensor, motor, and lithium backup battery. Blank display was not confirmed during testing. High sleep current measurement was confirmed due to moisture damage on the electronic stack, motor, and force sensor. Moisture damage was confirmed found on pcba 1, pcba 2, motor flex cable and the battery tube. Cosmetic damage was confirmed at battery compartment and keypad overlay of the pump. Pump error 38 was confirmed during testing due to moisture damage on motor home switch. Pump error 75 was confirmed during testing due to moisture damage on the lithium backup battery. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.